Manufacturer narrative:
H.6 investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for additive abnormality was observed. Additionally, the customer samples along with retention samples from bd inventory were evaluated by visual examination. The issue of additive abnormality was observed in customer samples, however additive abnormality was not observed in the retains. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the presence of droplets and gel along the side of the tube was observed by the user. No health impact or consequence reported.